Event description:
The ge oec 9800 fluoroscopy system displayed a precharger failure error code.

Manufacturer narrative:
A ge oec service representative investigated the issue, and found defective batteries and battery charger pcb. Both components were removed and replaced, and the calibration files re-loaded. The system was further tested, and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable to, or would not provide any patient information with respect to this issue.